Manufacturer narrative:
Concomitant products: dtba1d1, crtd, implanted: (B)(6) 2015 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) and right ventricular (rv) leads were explanted and replaced for unknown reasons. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, and analyzed. Analysis indicated that the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which noted that the rv lead was explanted due to high impedance and a suspected fracture. It was also reported that during explant of the rv lead, the ra lead dislodged.